Event description:
It was reported that the patient was in the office and a device power on reset was noted. It was further noted the patient had recently traveled outside of the country. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).